Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: low blood glucose (bg) levels were not confirmed. Cgm alert 3 (cgm glucose reading below threshold) annunciated at 2:07am, on (B)(6) 2017. There were no irregular bolus requests made. There were no erratic basal rate adjustments. Complaint could not be confirmed. There were no obvious requests that would cause bg levels to drop. There is no evidence that the insulin pump experienced a malfunction or failure to cause a low bg level.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) of 52 mg/dl. Bg was addressed with juice. Reportedly, the cause of bg was unknown. A system check with tandem¿s technical support indicated that the pump functioned as expected. At the time of report, bg was in target range.